Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius employee received a call from the nurse stating that they have been experiencing recent leaking issues with several patients placed on icodextran using our adapter for the cycler. The nurse stated that there was group a discussion amongst themselves that questioned whether they should use liberty vs baxter for the patients using icodextran because of their patients challenge with disconnecting adapters. The pdrn wanted to know if there were any videos or educational tools available from the past or present that will aide in this situation in addition to verbal education, IFU's, and procedure card provided. The nurses have started to instruct their patients to use tape. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.